Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 29.4-29.9cm from the electrode tip, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 8.9-14.5cm from the electrode tip. Internal insulation abrasion was noted at 13.3-13.6cm from the electrode tip. The etfe coating was intact at these locations.